Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that during infusion the 60 gtt burette with the 0.2 micron filter, it leaks at the filter. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer stated that during an infusion, the 60 gtt burette with the 0.2 micron filter leaked. There was no report of patient harm.

Manufacturer narrative:
The customer's report that the set leaked at the filter was not confirmed. Visual inspection of the set showed no obvious damages or issues. Functional testing resulted in no leaks or other issues. The root cause of the reported leak was not identified.

Event description:
The customer stated that during an infusion, the 60 gtt burette with the 0.2 micron filter leaked. There was no report of patient harm.